Event description:
Customer reported artifacts in image on left monitor. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and cleaned the camera, image intensifier, collimator, and tube filter. System operates as intended. (B) (4)